Event description:
The manufacturer previously received information alleging a trilogy evo was being returned for service due to an allegation the device was out of order. There was no harm or injury reported. There was no allegation stating the device had a malfunction. The device had not yet returned for evaluation. The device was returned to a third-party service center for evaluation. During the evaluation a service required alarm indicating the proportional valve was stuck was observed. The device's oxygen blending module subassembly was found to be contaminated causing the issue and was replaced to address the issue. An alarm indicating there was a power failure was observed. The device's system board was replaced to address the issue. The device's inline proximal filter, blower assembly and machine flow sensor were replaced due to contamination. The vanity cover was replaced due to damage. The air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.